Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak of the right common iliac artery and aortic sac growth of 16mm are confirmed. There was no type iiib endoleak identified. Additionally, there was evidence to reasonably suggest a type ia endoleak and stenosis of the left common iliac artery occurred that was not included in the event as reported. Contributing factors of the type ia endoleak is likely to be the infrarenal neck angle of 58 degrees; however, it could not be determined what the pre index procedure infrarenal neck angle was vs whether aortic remodeling occurred so causation could not be determined. Causation for the type ib endoleak of the left common iliac artery is indeterminate. The sac growth was related to the type ia and ib endoleaks. Causation for the left common iliac artery stenosis is indeterminate. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported as being in good condition. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem: updated. H6: device code - remove 1504. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11. H7: if remedial action initiated - remove recall. H9: correction/removal reporting number - remove z-0006-2019.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented at routine follow-up with aaa sac growth (5.4cm to 7.2cm) as detected per CT (computed tomography) scan. There is no identifiable leak but a type iiib endoleak is suspected. The physician will continue to monitor the patient who is reportedly in good condition. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was received reporting that successful re-intervention was completed (re-lined) with and afx2 stent graft system and an ovation limb extension. After further angiographic interrogation, the physician believes that the likely cause of sac expansion was due to a type ib endoleak and not a type iiib endoleak. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak and stenosis of the left common iliac artery occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented at routine follow-up with aaa sac growth (5.4cm to 7.2cm) as detected per CT (computed tomography) scan. There is no identifiable leak but a type iiib endoleak is suspected. The physician will continue to monitor the patient who is reportedly in good condition. As of date, there have been no additional patient sequelae reported.